Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: [hospital]. The surgeon attempted to push the thumb ring forward to deploy the bag; however, the prongs could not extend, resulting in the bag being stuck inside the shaft. User attempted to retract and push forward the thumb ring again, but the bag slid directly from the shaft, falling out and rendering it unusable. Product available for return: 1 inzii. Additional information was received via email on 16jan2024 from [facility] the surgeon was trying to push the actuator forward and retract, but still could not unfold. The actuator could not fully extend to unfold the bag. After several attempts of pushing forward and retract, the bag just fell out of the tube. The bag completely fell off the metal supports, and the tips of the supports were exposed inside the patient. The bag fell at the beginning of the procedure. The supports remained inside the introducer tube. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use state, "do not retract prior to full deployment."

Event description:
Procedure performed: nephrectomy event description: [hospital] the surgeon attempted to push the thumb ring forward to deploy the bag; however, the prongs could not extend, resulting in the bag being stuck inside the shaft. User attempted to retract and push forward the thumb ring again, but the bag slid directly from the shaft, falling out and rendering it unusable. Product available for return: 1 inzii. Additional information was received via email on 16jan2024 from [facility] the surgeon was trying to push the actuator forward and retract, but still could not unfold. The actuator could not fully extend to unfold the bag. After several attempts of pushing forward and retract, the bag just fell out of the tube. The bag completely fell off the metal supports, and the tips of the supports were exposed inside the patient. The bag fell at the beginning of the procedure. The supports remained inside the introducer tube. Intervention: user replace with a new one to complete this surgery. Patient status: fine.